Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the device was subjected to and passed all automated therapy verification testing on the system, which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. Furthermore, it was concluded that the device met specifications.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt- d) experienced superior vena cava (svc) syndrome. In addition, the entire system was extracted due to patient's condition. Additional information indicated that the physician confirmed that any lead in the svc exacerbates the condition. This crt- d was explanted. No additional adverse patient effects were reported.